Event description:
The patient had one endeavor sprint rx drug eluting stent was implanted in the mid lad on the day of the index procedure with no complications reported. Approximately 1 year and 3 months from the index procedure, the patient presented to the ER for chest pain and was found to have non st elevation mi and it was reported that the patient was hospitalized and the mi was treated with medication and pci. The patient recovered with treatment.

Event description:
During coronary angiography as a result of the previously reported elevated enzymes the patient was found to have a new 75% lesion in the prox lad that appeared to be ruptured plaque and there was trailing thrombus. Patient underwent thrombectomy, ptca and stenting with placement of a non-medtronic stent within the proximal lad. The previously placed stent was widely patent.

Event description:
Stent thrombosis was confirmed approximately 15 months post index procedure.

Event description:
The investigator assessed that the previously reported mi and thrombosis events were not related to the study device.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (occlusion).

Manufacturer narrative:
(B)(4). Evaluation: inherent risk of procedure (stent thrombosis).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (haemorrhage). (B)(4).

Event description:
Additional information received reported that a hemostasis (gi bleed) occurred approximately 21 months post index procedure. An endoscopy was performed. The investigator indicated that the event was not related to the study device and the patient recovered.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (mi). (B)(4).